Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -08.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2017. The lens was replaced with a longer length lens due to refractive change over time on (B)(6) 2019. This resolved the problem.cause of the event is reported as unknown.